Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complains of left upper arm "pulsating" with aai or vvi pacing. It is not specific to high output pacing. The clinician decided to turn off capture management and chronic lead trends. Hcp states lead checked out fine. The device remains in use. No patient complications were reported as a result of this event.